Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that while oil was being injected into the patient's eye, the tubing disconnected from the syringe and the 'dog ears' from the tubing struck the eye. This caused a scleral laceration. Additionally, the air from the tubing caused a choroidal hemorrhage. The surgeon was able to control the bleeding and repair the injury site. The patient's condition is unknown at this time. Additional information has been requested.